Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated particulate from the vessel. The physician removed the aspiration catheter and deflated the occlusion balloon. The physician then repositioned the occlusion balloon and inflated to occlude the vessel. The physician inserted the second stent delivery catheter and noticed the occlusion balloon had deflated. The physician was unable to aspirate the vessel. The physician removed the device. The pt is reported to be fine.